Manufacturer narrative:
Device info received. An event regarding altr, dissociation and corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Reporting patient has bilateral hip replacements, the right hip replaced 2 years after left. Right hip: ultrasound showed tissue problems in both hips. A CT scan detected psuedotumors in both hips approximately 4.5 years after right hip replacement. Serum cobalt level 641 nmol/l. Patient was advised revision surgery was required of both hips due to trunnionosis. Patient reported that an examination of explanted hip components show serious corrosion of stem taper and femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Reporting patient has bilateral hip replacements, the right hip replaced 2 years after left. Right hip: ultrasound showed tissue problems in both hips. A CT scan detected pseudotumors in both hips approximately 4.5 years after right hip replacement. Serum cobalt level 641 nmol/l. Patient was advised revision surgery was required of both hips due to trunnionosis. Patient reported that an examination of explanted hip components show serious corrosion of stem taper and femoral head.